Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer decided not to proceed with troubleshooting and no further action was required.